Event description:
Procedure: laparoscopic sigmoidectomy. According to the reporter: there was a malformation of staples found. Then a new stapler was reloaded to redo the anastomosis successfully.

Manufacturer narrative:
Date initial report sent: 9/21/2007.